Event description:
It was reported that during equipment testing at the user facility that the device was found to have bare copper wires exposed. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.